Event description:
It was reported that due to the inability to fully inflate the device and a leak was suspected the patient had his inflatable penile prosthesis (ipp) reservoir explanted. At the time of this surgery a small hole was found in the original reservoir during a filing and cycling test. The original reservoir was plugged and left in place.